Event description:
It was reported the patient only felt stimulation in her back and x-rays revealed the lead had migrated. Surgical intervention was scheduled to address the issue. Follow-up identified the patient had a stroke and surgery was postponed. It was reported the patient's stroke was unrelated to her scs system. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.